Event description:
The time of event is not during procedure.there was no report of patient harm.operation/suction channel clogged

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank.the product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the biopsy inlet t-piece residue inside biopsy t-piece aft tube.based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the biopsy inlet t-piece.based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.